Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that pre-op, a patient interface box experienced a connection fault, with the connection being intermittent and not successfully connecting. The device intermittently indicated being connected and disconnected wirelessly. Troubleshooting steps included docking the patient interface box, selecting a procedure, moving forward to the connection screen, and undocking the box but there was no resolution. A known working patient interface box was tested, and the wireless connection was immediately successful. There was no patient involvement.